Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade unknown. When attempting to advance the clip delivery system (cds) through the steerable guide catheter (sgc), advancement was difficult. The sgc was removed and it was found that the shaft of the sgc was bent. The sgc was replaced and the same cds was able to be used to implant successfully, reducing mr to trace. There were no patient consequences or clinically significant delay.

Event description:
Subsequent to the previously filed report, additional information was received: there was no damage to the steerable guide catheter soft tip.

Manufacturer narrative:
Due to additional information received described in b1, this file was downgraded to not reportable.